Event description:
On (B)(6) 2012, the patient contacted animas, alleging the keypad buttons were sticking and required multiple presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump attached to a belt and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 11/20/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast, ok and up arrow keypad buttons were intermittently responsive. The down arrow keypad button was responding to button presses as expected. There was evidence of contamination found under the key contacts.